Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridges that yielded discrepant results. On a patient with diagnosis of hematochezia disease.* denotes result(s) the customer is questioning.patient had a total of 14 results on (B)(6) 2012 during surgery:time result1:09 pm 287 sec1:32 pm 295 sec1:42 pm 229 sec1: 53pm 452 sec *2:00 pm >1000 sec*2:06 pm >1000 sec* 2:29 pm 302 sec2:29 pm 260 sec 2:49 pm 272 sec2:49 pm 310 sec3:19 pm 287 sec3:21 pm 348 sec3:49 pm 195 sec3:49 pm 199 secbased on the information at this time there were no injuries reported. Customer has not provided times or amounts of heparin given to the patient.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.